Manufacturer narrative:
(B)(4). Concomitant medical devices: m2a mod head, # item 11-163673, lot 452530; r/h impact distal, # item 11-112116, lot 778100; m2a-taper liner, # item 15-105004, lot 060920; impact metaphyseal, # item 112085, lot 423090. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03037. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision due to pain, discomfort, lack of mobility and elevated metal ion in blood approximately 16 years post initial surgery.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.